Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of atrial fibrillation (af) resulting in an inappropriate shock. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.